Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alerts) was confirmed. As received, the belt failed the therapy electrode recognition test. Upon evaluation, there was an open pulse wire inside the trunk cable. The cause of the gong alerts and test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor contacted zoll to report that a patient was receiving constant going alerts.